Event description:
The patient experienced pain in her side and back from the pump. The patient requested explantation of all devices and an escalation of oral medication due to anxiousness with infusion treatment. Catheter and pump integrity studies were not undertaken prior to explant because the patient stated and maintained that she wanted the devices removed and did not want possible device-related conditions explored. The hcp removed the devices. Intraoperatively a catheter fractured was discovered. The hcp reported the patient outcome as no injury.